Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during a planned/non-emergency treatment procedure. The procedure was completed as planned. No harm or injury was reported to philips. A philips remote service engineer (rse) spoke with the customer who reported that, while no radiation was emitted during use, the issue resolved itself after a while. The customer declined onsite device evaluation or repair; no device inspection was performed by philips. No further information could be obtained from the customer. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not perform exposures. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.